Event description:
During a low anterior resection procedure, there was good staple formation on one side only. The staples did not form correctly on the other side. Surgeon removed the malformed staples and sutured that side. There was no reported pt consequence.